Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01870. It was reported the patient was admitted to the hospital on (B)(6) 2020 and diagnosed with an infection at the lead incision site. The trial leads were explanted on (B)(6) 2020. The patient was given antibiotics to address the infection.

Event description:
Additional information found the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.